Event description:
The right ventricular (rv) lead was returned to the manufacturer with no information. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: this report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 5554 implantable pacing lead, (B)(6) 2011. (B)(4).